Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, pump was not delivering boluses when requested. Reportedly, customer attempted to self-treat by bolus via pump, however; customer went to the emergency room (ER) where they were admitted to the hospital intensive care unit and treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.